Event description:
It was reported that the systems single board computer was not booting up when power is turned on to the system. This may prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer was replaced and the cmos was reset during the service call. The system was tested and found to be working as intended and put back into service.